Manufacturer narrative:
The pump was received with a blank display due to open driver board of the lcd display. The pump was monitored while blank display and no watchdog alarms were noted. Unable to perform the displacement, off no power, operating currents or self tests due to the blank display. Unable to verify backlight due to blank display. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had audio anomaly. Customer's blood glucose was 254 mg/dl. The customer just heard the beep but did not see any alarm in the pump because of the blank display. The customer insulin is making an alert sound and the pump screen is blank with the backlight on. The customer unable to perform self test because of blank display. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.